Event description:
A hospital in (B)(6) reported that the heater head of an iw990 manual controlled infant warmer was damaged. They also reported that the warmer had alarmed. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint iw990 infant warmer was returned to fisher & paykel healthcare (fph) service centre in (B)(4) for repair. The complaint device was visually inspected by a trained fph technician and photographs and a service report were provided to us for our investigation. Results: visual inspection of the photographs revealed that the panel screw bosses were damaged and the upper head case was cracked right where the head clip touches the plastic case. It was determined during inspection of the unit that the alarm was caused by a defective heating element. Conclusion: it is likely that the cracking of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. Based on our production record for this product it was released for distribution on (B)(6) 2000, and is thus more than thirteen years old. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces". As part of our continuous improvement initiatives on (B)(6) 2010 we changed the material used in the manufacture of the head housing to one that offers greater resistance to environmental stress cracking. We also revised our cleaning instructions to recommend specific proprietary cleaning wipes. The customer was offered an exchange warmer unit and the complaint warmer unit was destroyed at our (B)(4) service centre.